Event description:
The customer reported that during a c-section procedure, they experienced sparks and a flame from the tip of the pencil that was received from roi kit packer. The pencil was used with a forcefxc generator which was tested at the site and found to function properly. A megadyne capacitor pad was also in use. There was no pt injury. The incident sample was discarded.

Manufacturer narrative:
(B)(4). The incident sample was discarded and is not available for evaluation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.